Manufacturer narrative:
The event of capsular contracture a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation

Event description:
Physician reported capsular contracture ii-iii, diagnosed by MRI and ultrasound. The device has not been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported capsular contracture ii-iii, diagnosed by MRI and ultrasound. Later on patient reported surgery . Patient later reported capsular contracture baker grade IV. The device has been explanted. This record relates to the right side.

Event description:
Right side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Physician reported capsular contracture ii-iii, diagnosed by MRI and ultrasound. Later on patient reported surgery. Patient later reported capsular contracture baker grade IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.